Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an undefined lead failure. Attempts were made to verify the specific failure. However, the reason could not be identified by the field representative through the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.